Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information to date after calls to end user 06/19/2025 and 08/11/2025.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Block d4 serial number not provided. Block d4 primary UDI number unknown as no serial number provided. Block h4 date of device manufacture unknown as no serial number provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in potential loss of mechanical ventilation during a case. There was no patient injury.